Manufacturer narrative:
As reported, during prep, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per microscopic analysis, the source of the leak was a radial tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a tear in the balloon, approximately 3 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 3 mm from the balloon proximal neck. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The failure reported as the balloon ruptured was confirmed. The balloon loss of pressure was caused by a tear in the balloon, approximately 3 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear was could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During prep, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury. The device will be returned for evaluation.